Event description:
It was reported that the patient experienced incontinence due to atrophy with an artificial urinary sphincter (aus). The patient underwent a surgical procedure in which the existing 4.5 cm cuff device was removed and a new 4.0 cm cuff aus was implanted. There were no device malfunctions associated with the explanted aus. The patient fully recovered following the intervention.